Event description:
Information was received from a manufacture representative and healthcare provider (hcp) regarding a patient who was receiving prialt 25mcg/ml at 1.2mcg/day and saline ¿1ml/1ml¿ at 0.006 mls. The patient¿s medical history included complex regional pain syndrome (crps). On an unknown date, the patient experienced acute pain. The initial refill with prialt was going to occur on (B)(6) 2015 but the patient reported pain on the opposite side of the pump. The primary care physician thought the pain may be due to a blood clot but no follow up was done. The caller was ¿unsure about it though.¿ the patient reportedly had a urinary tract infection as discovered by lab work on (B)(6) 2015. The patient was to be seen again on 2015-06-30 which was the two week follow up appointment. After the patient¿s refill on (B)(6) 2015, her symptoms subsided. On (B)(6) 2015, the patient had another 14-day refill and there was pale, pinkish fluid drained from around the pump. No fill of medication; did not enter the reservoir. Aspiration cultures were taken and a urinalysis was performed. The patient saw their implanting neurosurgeon the same day and eventually a surgical wound exploration was done by the neurosurgeon without pump explant. The patient¿s pain later improved and the cultures were negative for bacteria. The cause of the pain was unclear but was potentially nerve irritation with implant and it had resolved. The cause of the pink fluid was a possible seroma. The pink fluid resolved after a surgical wash out on (B)(6) 2015. It was later reported the blood clot was not a suspected diagnosis and there was no clinical suspicion. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).